Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported activation failure could not be determined. It was reported that the stent delivery system (sds) would not inflate and that the stent was not deployed. Factors that may contribute to activation failure include, but are not limited to, inability/difficult to inflate, inflation technique, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported activation failure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the 3.50x28mm rx xience sierra stent delivery system (sds) was used for coronary protection however the balloon would not inflate and the stent was not deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.